Event description:
Boston scientific received information that the patient experienced syncope for an unknown reason. Upon evaluation, the right ventricular (rv) and left ventricular (lv) leads were noted to have decreased impedance measurements over the last few months, however the measurements were still within normal limits for the leads. It was also noted that the lv lead threshold had slightly increased. Sensing on both of the leads was fine. Isometrics were performed and the arrythmia logbook was reviewed, neither revealed any significant findings. The physician opted to monitor the patient. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.